Manufacturer narrative:
The manufacturer previously reported to a voluntary medwatch (mw5160332) which was received by the manufacturer with information alleging, the patient became unresponsive and was taken by ambulance to the hospital. Cardiopulmonary resuscitation was attempted in route, but the patient ultimately passed away. The cause of death is unknown at this point. The patient's evo ventilator had a software update. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death." Despite three good faith effort attempts on 10/11/2024, 10/15/2024 and 10/16/2024 to (national product safety manager) (B)(4), the device has not yet been returned to the manufacturer for evaluation. The manufacturer was informed by the national product safety manager that they not heard back from their biomed team on if this device is available. They experienced a cybersecurity issue in october, that affected their shared drives. That is the biggest issue affecting obtaining these documents. They have not received a timeline on obtaining the logs either so, unsure if we could get them back or not. "At this time, I would move forward with closing out the investigation without the logs being that I don¿t have any confirmation we are able to get these". A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
A voluntary medwatch (mw5160332) was received by the manufacturer with information alleging, the patient became unresponsive and was taken by ambulance to the hospital. Cardiopulmonary resuscitation was attempted in route, but the patient ultimately passed away. The cause of death is unknown at this point. The patient's evo ventilator had a software update. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported to a voluntary medwatch (mw5160332) which was received by the manufacturer with information alleging, the patient became unresponsive and was taken by ambulance to the hospital. Cardiopulmonary resuscitation was attempted in route, but the patient ultimately passed away. The cause of death is unknown at this point. The patient's evo ventilator had a software update. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". Despite three good faith effort attempts on (B)(6) 2024 to (national product safety manager) (B)(6), the device has not yet been returned to the manufacturer for evaluation. The manufacturer was informed by the national product safety manager that they did not hear back from their biomed team on if this device is available. They experienced a cybersecurity issue in october, that affected their shared drives. That is the biggest issue affecting obtaining these documents. They have not received a timeline on obtaining the logs either so, unsure if we could get them back or not. "At this time, I would move forward with closing out the investigation without the logs being that I don¿t have any confirmation we are able to get these". A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. This report is being filed as a correction, as the device information previously reported was for the patient's back-up trilogy evo device. Information revealed during a gfe response has confirmed the device that was in use at the time of the death. Box "d" and the manufacturer date has been updated to reflect the correct device information.